Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2004, patient underwent transforaminal lumbar interbody fusion and posterolateral fusion surgery from l4-l5. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the left disc space and interlaminar region). Reportedly, patient's post-operative period has been marked by a period of improvement, followed by progressive return of worsening low back pain, with pain and radiculopathy down into his buttocks and lower extremities. Reportedly, "radiographic imaging demonstrated bony overgrowth where rhbmp-2 was implanted. Severe pain and symptoms ultimately compelled patient to undergo a revision surgery on (B)(6) 2005. Physicians have since recommended another revision surgery, and/or dorsal column stimulator. Patient underwent placement of a dorsal column stimulator in (B)(6) 2010. Patient continues to experience severe lower back pain, with numbness and tingling in his legs and feet. Another revision surgery has again been recommended. Patient also suffers from bowel and bladder dysfunction. On (B)(6) 2004, the patient underwent a l4-l5 tlif using bmp and a cage. Operative diagnoses: mechanical back pain, lumbar 4-5, post -laminectomy syndrome. Facet fracture, right side. Operations performed: right-sided resection of facet, exploration of nerve root (redo). Transforaminal lumbar interbody fusion with application of carbon fiber cage. Interbody fusion, lumbar 4-5. Use of bone morphogenic protein as well as allograft. Posterior arthrodesis, lumbar 4-5. Instrumentation, non-segmental, lumbar 4-5, using pedicle screws. Pedicle screw stimulation and neurodiagnostic monitoring, both lower extremities. Use of operating microscope for a redo laminectomy. Harvest of bone marrow bilaterally through separate stage wounds and re-implantation using the select stem cell re-implantation. Autograft. Use of fluoroscopy greater than one hour. Per op-notes, "..at this point, an 11-mm cage was sized and the cage was chosen. A medium-size bone morphogenic protein was soaked and applied to the center of the cage. Prior to deploying the cage, the anterior portion of the disk space was filled with an abundant amount of select. The cage was then placed after distracting using the contralateral pedicle screws. At this point, the cage was then rotated and applied beyond midline...just posterior to the cage was then filled with additional select as well as putty so as to stop the bony bleeding and oozing. At this point, the pedicle screws on the right side were similarly applied using fluoroscopic and anatomic landmarks. At this point, all pedicle screws were tested and noted to be good with the exception of the right l5 pedicle screw. This was removed and probed and noted to have breech of the inferior margin of the pedicle. It was therefore recannulated, and a new screw was applied. At this point, the left facet was copiously drilled out, and the laminae of l5 and 14 were then decorticated. The tps were decorticated. Select was then applied to the tp as well as onlay graft down to the lamina on the left side, and the rods were then applied at l4 and l5. Compression was applied through the rods. The rods were then torqued to the appropriate level. There was still some venous oozing and bone edge oozing on the right side, therefore was applied. .."after this surgery, the patient experienced pain in his lower extremities with frank hyperesthesias. He has low back pain that radiates to both lower extremities. On (B)(6) 2004, the patient underwent CT scan of lumbar spine. On (B)(6) 2004, the patient underwent CT scan of lumbar spine. Impression; new right posterolateral ossification along the margin of the l4-5 disc which appeared to causing mild encroachment upon the right lateral canal and right l4 neural foramen. On (B)(6) 2004, patient was diagnosed with bony overgrowth from the disc space extending into the neural foramen compressing the nerve roots. On (B)(6) 2005, patient underwent revision surgery. The pre-op diagnosis were: status post transfer lumbar interbody fusion from a right sided approach. Bony overgrowth into the neural foramen with neural foraminal stenosis, right sided, l4-5. The patient underwent following procedure: exploration of the fusion at l4-l5; removal of the hardware at l4-l5 bilaterally; redo laminectomy and foraminotomy at the right l4-5 neural foramen with exploration of the nerve roots using microscopic technique. On (B)(6) 2005, the patient underwent CT scan of lumbar spine. Impression: status post resection of the right l4-5 facet. There was some material of soft tissue attenuation in the right l4-5 neural foramen. On (B)(6) 2006, the patient underwent MRI scan of lumbar spine. Impression: there was mild narrowing of the right l4 neural foramen . The patient underwent CT scan of lumbar spine. Impression; no significant encroachment of the central canal. On (B)(6) 2007, a spinal lumbar CT demonstrated osseous overgrowth from the fusion resulting in right and left neural foraminal narrowing. The patient also developed a bone spur in the undersurface of the lamina at l4 compressing the l4 nerve root just prior to exiting the l4-l5 neural foramen demonstrating facet arthrosis and vacuum phenomenon at l5-s1. Patient had multiple nerve blocks and injections as well as a spinal cord stimulator with worsening pain. Patient was diagnosed with ongoing and chronic pain syndrome after exhausting all options for relief. Patient complained of significant anxiety, lethargy, headaches (B)(6) 2007, the patient underwent CT scan of lumbar spine. Impression: facet hypertrophic changes at l3-4 with mild disc bulge. On (B)(6) 2009, the patient underwent MRI scan of lumbar spine. The patient underwent CT scan of lumbar spine. Impression: mild bilateral sacroiliac joint degenerative changes. L3-4 mild spinal stenosis. On (B)(6) 2009, the patient underwent CT scan of lumbar spine. On (B)(6) 2009, the patient underwent MRI scan of cervical spine. Impression: c4-5, there was moderate degenerative disk disease with a right greater than left disc osteophyte complex. C5-6, facet arthropathy and tiny uncovertebral osteophyte results in mild bi lateral neural foraminal narrowing. On (B)(6) 2010, the patient underwent MRI scan of thoracic spine. Impression: mild scoliosis of the thoracic spine. The 2mm posterior disc bulge at t3-4. Schmoris nodes at t11-t12 and inferior endplate of t8. On (B)(6) 2012, the patient underwent CT scan of cervical spine due to shoulder and neck pain. Impression: c4-5, there was moderate to severe disc space narrowing. C5-6, 1-2mm broad based posterior disc bulge . On (B)(6) 2013, the patient underwent CT scan of lumbar spine. Impression: l2-3, 1-2mm posterior disc bulge without evidence of neural foraminal narrowing. L3-4, 2mm posterior disc bulge without evidence of neural foraminal narrowing. L4-5 , 3-4 mm posterior disc bulge resulting in moderate right neural foraminal narrowing. L5-s1, 2-3 mm posterior disc bulge resulting in mild bilateral neural foraminal narrowing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.